Event description:
It was reported, that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
Correction - catalog # was updated in section d4. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year.